Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 577 mg/dl. The customer was getting an insulin flow block alarm and the meter is not connecting. The pump never detected the reservoir. Reservoir leaked into the reservoir chamber. The customer declined troubleshooting. The customer was advised to discontinue the use of the pump and revert to back up plan per health care provider instructions. The product will be returned for analysis.

Manufacturer narrative:
No unexpected navigation between screen menus anomalies or insulin flow blocked alarms noted during testing. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, missing serial number label, moisture damage on motor assembly and corrosion on force sensor assembly..